Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange on 04/14/2015 due to suspected thrombosis. Approximately two weeks prior to the pump exchange, the patient presented to the clinic relatively asymptomatic but having fluid retention issues. The patient¿s lactate dehydrogenase (ldh) level at the time of visit was greater than 1200 u/l with no hematuria. Device interrogation revealed no power spikes or flow changes; however, occasional pulsatility index events were observed which were consistent with increased diuresis. The patient was started on lovenox within 3 days and re-checked a week later. At that time, his ldh was up over 1700 u/l and he was exhibiting congestive heart failure symptoms such as shortness of breath, edema, fatigue and darker urine. The patient was admitted on (B)(6) 2015 and was started on weight based lovenox. It was noted that there was no coagulopathy history known for the patient. The patient had been therapeutic for quite some time. At the time of his first elevated ldh, his international normalized ratio was 2.9. It was further reported that the patient gained a substantial amount of weight quickly after implant, but his ldh had remained very stable over the course of the last year despite the weight gain.

Manufacturer narrative:
Approximate age of device - 1 year, 1 month. The explanted device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(4). Thrombus was confirmed through the evaluation of the returned pump. Examination of the rotor inlet upon disassembly of the pump revealed a thrombus formation surrounding the bearing ball of the rotor. Evidence of lamination as well as areas of denaturation adjacent to the bearing ball indicated that the deposition likely formed over an undetermined period of time while the pump was supporting the patient. Two small depositions were also observed around the rotor blades at the proximal end of the rotor. These depositions lacked lamination indicating that they did not initially form in this location. The depositions also lacked any denaturation. Examination of the proximal side of the outlet stator revealed a deposition surrounding the bearing ball. This deposition lacked lamination indicating that the deposition did not originate in this location. The deposition also lacked denaturation. Additionally, there was no evidence of contact marks on the tapered portion of the rotor. Although the origin for the observed depositions as well as a duration for which they were present within the pump could not be determined, these depositions would have contributed to the patient¿s reported elevated ldh. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the (B)(6) registry stating: hemolysis-increased ldh-pump exchange.